Manufacturer narrative:
One cadd-legacy® 6400 pump was returned for analysis in good condition. Upon visual inspection the screen was found to be scratched. The event history log was reviewed; no discrepancies noted. The device was powered up and started in application; no problems with beeping were found. Based on the evidence there was no fault found as the complaint was not confirmed.

Manufacturer narrative:
The patient weight was not provided. The event date is unknown. The address of the initial reporter was not provided. The medwatch form was received from (B)(6) with patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was beeping with no error code on screen. The issue occurred while in use with a patient, the patient was able to switch to a backup pump and there was no interruption in therapy. There were no reported adverse events.